Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Concomitant medical products: unknown taperloc stem, catalog#: unk, lot#: unk; unknown head, catalog#: unk, lot#: unk; unknown cup, catalog#: unk, lot#:unk. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of operative notes confirm that the patient underwent irrigation and debridement of left hip due to wound dehiscence distally and drainage. Upon entry, subcutaneous hematoma identified and evacuated. All nonviable appearing tissue debridement. Debridement did not extend into the fascia. Wound closed without further complication. Information included in the per form reported that intraoperative cultures were positive for gram positive cocci, staphylococcus, coagulase negative. This cannot be confirmed, however, as medical records or lab results that include this diagnosis were not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07681, 0001825034-2018-07696, 0001825034-2018-07728.

Event description:
It was reported that a patient initially underwent a total left hip arthroplasty. Patient presented 11 days post op with wound dehiscence distally and drainage. The patient underwent irrigation and debridement of the left hip due to non healing surgical wound. No additional information is available.